Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 550.320.654; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550.320.654 was confirmed during product evaluation. The root cause of this condition was assigned to a defective main speaker. The main speaker was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.